Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty in positioning the leadless implantable pulse generator (ipg) due to patient anatomy. When the physician went to remove the introducer, the leadless ipg dislodged into the superior vena cava (svc). The device was removed from the patient's body. No patient complications have been reported as a result of this event.